Manufacturer narrative:
The serial number of the device was not provided, therefore the age of the device and device identifier (UDI) are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. During review of a log file submitted on 20 jun 2018, the manufacturer¿s technical service representative observed no external power events on (B)(6) 2018 while the vad was connected to a mobile power unit (mpu). These events could have been caused by the power cord of the mpu coming loose at the mpu. During these events, the system controller¿s internal battery supplied power to the pump as designed. There was no reported adverse impact to the patient. No additional information was provided.

Manufacturer narrative:
Evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the mobile power unit could not be conclusively established. The submitted log files contain data from (B)(6) 2018 at 11:52:43 through (B)(6) 2018 at 02:56:30 and from 02:53:36 through 13:08:02 on (B)(6) 2018. The information recorded on (B)(6) and (B)(6)revealed that there were a no external power alarms while connected to a mpu. The associated voltage levels indicated that the power to the mpu was lost during both of these events. The pump support was not affected and the system was supported by the backup battery (ebb) during the events. No further information was provided. The manufacturer is closing the file on this event.